Event description:
A sipap ventilator support unit was set-up for a newborn with mild respiratory distress. The respiratory therapist (rt) encountered difficulty calibrating the sipap unit. The touch screen technology did not respond. The rt called for another rt in the area to come and assist with troubleshooting. The second rt turned the unit off and then on again to recalibrate. There was no further progress past the oxygen analyzer calibration and screen would not respond beyond this point. This sipap unit was pulled from service and was continued on infant t-piece resuscitator until a second unit was set up. The baby's condition was not at all compromised.the unit was brought to biomedical engineering flagged "no response from touch panel." Biomed verified stated problem and returned the unit to the manufacturer for repair. An oxygen cell was replaced.======================manufacturer response for ventilator support system. Sipap, (per site reporter).======================repaired by manufacturer.